Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the lead was explanted on (B)(6) 2019. The device will not be returned as rep was not in possession of lead and hcp discarded it.

Manufacturer narrative:
Concomitant medical product: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had their lead removed and another one placed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that since being implanted, they have had no pain relief in their complaint areas, unlike what they had during their trial. It was stated that currently, the left and mid-line electrodes on 5-6-5 paddle are providing all abdominal stimulation. The right column of the paddle lead provides some abdominal stimulation, and some in the right leg. The patient indicated that they have complied with all post-op instructions. The rep stated that several reprogramming sessions were provided, but it was discovered that the patient was receiving abdominal stimulation. The patient was advised to contact their implanting surgeon. Additional information received from the manufacturing representative (rep) indicated that the cause of the patient receiving stimulation in the abdomen and not having pain relief was not determined. They stated that the patient has been given x-ray orders and has a follow-up appointment with their physician on (B)(6) 2019. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient had no pain relief of their previous lower back and leg complaints but got mostly abdominal stimulation. The rep said an x-ray was taken to confirm where the paddle was located; the rep was not sure of the actual date of the x-ray. It was noted that surgical intervention was planned and the issue was not resolved at the time of the report. No further complications were reported.